Event description:
It was reported that the pump rebooted multiple times without user intervention. A friend of the patient reported that the patient replaced the battery with a new one, placed a new battery cap on the pump, and completed the ezprime phases successfully. The friend stated that the patient wore the pump for a short period of time and observed the pump again reboot without user intervention. She reported that the patient's blood glucose was above 200 mg/dl without nausea or vomiting; he injected insulin manually and blood glucose responded appropriately; he remained on this alternate method of insulin delivery. The friend said that the pump continued to run after the last reboot and she did not observe any further loss of power. The friend confirmed that the battery cap was secure, she did not see the yellow o-ring, and the cap was tightened with a coin. She denied cracks in the battery compartment or damage to the threading.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The battery cap was visibly damaged; the hub was observed to be dislodged at the center. A test cap was used for the investigation. The pump powered on normally and was exercised for 24 hours without power issues. Review of the black box revealed reboots that could not be reproduced during investigation. The pump evaluation found no damage to the power circuit.